Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 7300tfx25 implanted in the mitral position was replaced through a valve in valve procedure after an implant duration of 7 years and 5 months due to degeneration leading to stenosis with mean gradient of 15mm hg by echo. The patient presented with nyha iii-IV before the procedure. A 26mm sapien3 ultra valve was implanted within the edwards surgical device using the transseptal approach with good result. As reported, the pvl remained mild (unchanged from pvl closure in 2017) and transvalvular mean gradient was 4mmhg by echo. The patient was discharged the next day. As reported, within one year of implant, pvl was detected (severe mac noted). In 2017, the pvl progressed to severe with nyha iii-IV symptoms. The pvl was closed with two amplatzer cardiac plugs. The pvl improved to mild, and the nyha resolved to class I-ii. [Complaint nr. (B)(4)].